Event description:
Reporter indicated that approx 1 1/2 weeks after parameter increase, pt started grabbing neck, gritting teeth, coughing and gagging, for 30 seconds every five minutes. It got to the point where the pt would throw up. Pt was taken to the emergency room in 2001 because the pain was so severe. Pt went to the emergency room again 3 days later and was admitted to the hosp. Pt was seen by the physician the next day and the device was programmed to off. Pt was discharged from hosp the following day. Pt was again seen by physician one week later. Device has not been programmed back to on. Pt reported to be doing well. Physician plans to keep pt on current dilantin and sonogram dosages. Further investigation revealed that the pt is still experiencing pain at the neck incision site eventhough the device is programmed to off, but the pain is minor as compared to when the device was programmed to on. The pt is still coughing; however, the pt is not vomiting anymore. It was reported that the vns has not helped the pt much with seizure control.